Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing) issue. The reporter alleged that the pump case was cracked along the battery compartment and the pump was being held together using tape. It was noted that the battery cap was not able to secure properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection found that the battery compartment was cracked at the compartment threads. The battery cap returned with the pump was found to be stripped and damaged. A test cap was used for investigation. Unrelated to the complaint, the pump was found to power on with inoperable audible tones. The pump was opened and contacts within the audible tone circuit were found to be misaligned; when the contacts were realigned the pump audible tone functioned appropriately. Also unrelated to the complaint, the display screen was found to have a small ink spot in the bottom corner.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.